Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. A mesh sample has been provided to the allergist for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. Allergic reaction is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2017 the patient was implanted with a bard ventralight st w/ echo ps. As reported a few days later the patient developed a localized rash and itching in the areas where the trocars were placed. The patient's allergist reports that he does not believe that the implant is causing the response, but wants to rule that out as a source and has requested a mesh sample for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported that the patient did not experience a response to the mesh. The patient was also tested for reactivity to the topical skin adhesive that was used, the results of that test were positive for a reaction. As such it is concluded that the reported patient condition was not due to the bard mesh implant.